Manufacturer narrative:
Upon opening the package and flushing the system the physician noticed the stent was prematurely deployed by 2mm. This happened out of packaging, which was reported to be intact. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event.

Event description:
Upon opening the precise rx (p07040rxb) package, the physician notice the stent was prematurely deployed (flowering) 2mm out of the catheter while flushing the system. Another product was used successfully. The packaging was intact. The product was discarded.